Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away. The death certificate is not available yet. The customer was found in the tattoo shop where he worked; he was there last on saturday, (B)(6) 2015. They were closed on sundays. The customer's friend found him on monday. It is unknown if the customer passed on saturday or sunday. The caller stated that recently, the customer had been having issues with low blood glucose levels. He had gone to get his insulin pump recalibrated and it was reset on (B)(6) 2015. The caller stated that on (B)(6) 2015, where the customer worked, he had woken up face down, on the floor with bruises and bloody nose, but did not go to the hospital and was able to get help to get his blood glucose up. He had fallen off of a cot in the back room. He met with endocrinologist to make adjustments to the insulin pump. He had early signs of kidney failure. The detective advised that the customer was wearing the insulin pump. He did not use sensors.